Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was bent/fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported laser fiber was not returned, angiodynamics was unable to perform a device evaluation. However, the end user did provide a photographic data of the defective device. The customers reported complaint of the fiber cracked/fractured has been confirmed due to the photographic evidence. A review of the incoming lot history records was performed for the reported packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).